Event description:
According to the reporter, the defibrillation charge was incorrect. No pt was associated with the reported event.

Manufacturer narrative:
Physio-control supplied parts info to customer for repair.